Manufacturer narrative:
S/w (unknown). Retainer ring=clear. P-cap locked in place properly during testing. Proceed it with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to confirm pump error 25 or perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to blank display. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, battery tube, motor, keypad and force sensor flex connector causing electrical short not allowing unit to turn on or access to download. Unit also receive with cracked case(battery tube), cracked battery tube threads, cracked keypad at select button, keypad overlay texture damage, cracked retainer ring, missing display window cover and faded serial number label. In conclusion, unit came in with blank display due to corroded electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had received this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.